Manufacturer narrative:
The insulin pump was received with currents in spec. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the b button was not working normal. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that two zeros were occurring instead of three dashes when the b button was pressed. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.